Manufacturer narrative:
Corrected data: previously, it was reported that the lens was explanted on (B)(6) 2015 due to suspected endopthalmitis and pigment dispersion. This is incorrect. The lens was explanted on (B)(6) 2015 due to excessive vaulting. The lens was exchanged for a shorter lens and this resolved the problem. Patient's post-op best corrected visual acuity as of (B)(6) 2016 was 20/20. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -12,00/+1,5/155 diopter in to the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due suspected endophtalmitis and pigment dispersion. The lens was exchanged for a shorter lens and the problem was resolved.